Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to increase their therapy strength. Impedance check revealed high impedances on all contacts of the lead. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Effective therapy was confirmed post op.